Event description:
It was reported that shaft break occurred. A 3.50mm x 20mm nc emerge balloon was selected for angioplasty procedure. During procedure, breakage of shaft was observed with detached terminal portion in the anterior descending artery. This detached portion was entirely recovered by snare. No patient complications were reported.